Event description:
It was reported that the customer alleged that the jack was drifting. There was pt involvement; however, no adverse consequences were reported. The surgery was able to be completed.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional info is received, a follow-up report may be submitted.